Event description:
The customer observed falsely elevated alinity I free t4 results generated on the alinity I processing module for two patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l patient 1: (B)(6) 2024 initial result = 22.32 pmol/l, repeat result = 18.77 pmol/l patient 2: (B)(6) 2024 initial result = 20.12 pmol/l, repeat result = 17.57 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: patient 1, patient 2. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results generated on the alinity I process module for two patients. The samples were repeated and normal results were obtained. The following data was provided: customer¿s reference range: 9.01 to 19.05 pmol/l. Patient 1: (B)(6) 024 initial result = 22.32 pmol/l, repeat result = 18.77 pmol/l. Patient 2: (B)(6) 2024 initial result = 20.12 pmol/l, repeat result = 17.57 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) cleaned and replaced multiple parts including the trigger/pretrigger fitting kit which was leaking. The issue was resolved and the trigger/pretrigger fitting kit was deemed the likely cause of the falsely elevated alinity I free t4 results. An instrument service history review revealed no additional service tickets associated with erratic discrepant patient results reported for ai20637. A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number ai20637 or the trigger/pretrigger fitting kit were identified.